Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that current program is not working and wants to switch to a different program. Pt reports "not working well at night, have to get up 3-4 times a night". Pt reports "marked improvement first week" after new programs were added by mdt rep but is having symptom return. Pt reports it has been a month and allowed "sufficient time" to test out current settings. Pt had to use the bathroom while on the call and asked for a call back in 10 mins. Agent called pt back (2 call recordings) and increased therapy strength from program 1, 0.8v to 1.0v. Pt confirmed feeling stimulation in bicycle seat area. Pt was unsure if stimulation is comfortable but wanted to leave at this setting. Pt will leave current settings for at least 4-7 days and assess symptom relief before making further changes. Pt reports had phone number for mdt rep tiffany, who is no longer in pt's territory. Pt inquired about new mdt rep phone number and was redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient called to get guidelines for pet and CT scan. In talking the patient mentioned she thinks when she went through radiation treatment the therapy went nuts. Patient said, she was constantly peeing. Ps asked when that occurred and she said 2019(B)(6) august, and september. Couple weeks ago there was a women medtronic field staff member at the doctor's office. Caller said, it was tiffany prior. Patient hadn't been getting relief. It was not as crazy as before like during radiation treatment. She was better during the day, but at night still have to wear pull ups. Patient is getting up 2-3 times a night. Patient said she has not been satisfied with her symptoms for the last couple years. The representative reprogrammed her and she said it seems helpful but the field staff member told her to leave it for a month and get in touch if doesn't get relief. The lady she met was temporary and thinks she is being replaced with a man. Patient said she is a very constipated person to have a bowl movement. She pees a lot and still always has to take all kind of things to take a bowl. Miralax she takes every night and prunes in the morning. Patient said, she wasn't good last night. Patient is going to go another week or two if doesn't work will call back to get in contact with the rep. Troubleshooting was unable to be performed as because patient was recently adjusted by representative and was told to wait a month.

Event description:
Additional information was received from the patient. They called back and reiterated information about their return of symptoms already mentioned, and about meeting with a manufacturer representative. The patient stated they were peeing day and night, and it was taking over their life. They stated the last stimulation adjustment was not working. Therapy expectations, the role of the manufacturer representative, and the manufacturer help line were reviewed. The patient changed from program 1 to 2, and increased their stimulation. They confirmed feeling a comfortable stimulation in their bicycle seat area, and feeling the fluttering in the left side of their vulva. The patient also inquired about a phone number for the new manufacturer representative in their area, and were again redirected back to their healthcare provider.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had radiation treatments in august and september and she did not turn the stimulation off for the treatments. Afterwards, the therapy really have not helped and she tried to increase the setting however, it will not increase. The patient said that she cannot remember the exact date, but it have been quite a while since the therapy have not helped and she tried increasing the stimulation. The patient mentioned she normally does not make many adjustments. The patient said periodically she will go to the healthcare professional office to have them adjust it for her. She have been seeing her managing healthcare professional since then for reprogramming season. A review of the basic functionality of t he patient programmer icon was conducted and it was determined the stimulation was off. The patient successfully turned stimulation on and increased the setting by .05, currently at 2.6 on program 1. The patient will monitor and track her symptoms and make adjustment after 1-2 days based on her symptom results. The patient does not intend to follow up with any healthcare professional. No further patient complications are anticipated or expected as a result of this event.